Event description:
It was reported that patient presented in-clinic for follow-up. It was noted that patient's implantable cardiac monitor exhibited ventricular under-sensing. No intervention was performed. Patient condition was stable.